Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue could not be confirmed through an event history log review. The reported problem could not be confirmed through a sample evaluation. A device history review and service history review were completed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the numbers did not seem correct during the drain phase on the home choice (hc). The care giver (cg) stated that the hc was not recording the correct drain volumes. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.